Manufacturer narrative:
This report is based solely on the information provided by the customer . Confirmation of the customer's complaint and the root cause could not be determined. Based on previous complaint investigations of no sound or product not sounding when it should, can be speculated that a damaged rj11 clip or folds and creases on the sensor, may have contributed to the reported issues. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. The IFU states always check sensor pads when connecting them to a posey alarm. You can check a sensor pad by attaching it to the sensor input on the alarm, activating the alarm and placing pressure on the sensor pad. When the pressure is released, the alarm should sound. Repeat this pressure/release test in several different areas along the entire length of the sensor pad to ensure entire sensor pad functions properly. If the alarm and/or sensor pad do not function properly, remove the alarm and sensor pad from service and replace them with a properly functioning alarm and/or sensor pad. Do not use the alarm or sensor pad if it does not activate each time weight is removed from the sensor pad. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
(B)(6) reported a sensor pad via email that did not properly function. Customer advised the patient suffered an injury during a fall. The sensor pad was tested in multiple alarms, still was unable to work.